Manufacturer narrative:
The referenced pump exchange for suspected thrombus is covered under MFR report # 2916596-2016-01078. (B)(4). Approximate age of device ¿ 8 months. The device is expected to be returned. It has not yet been received. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient developed a coagulase negative staphylococcus driveline infection which was treated with vancomycin. Subsequently, the patient underwent a pump exchange for suspected pump thrombus on (B)(6) 2016. On (B)(6) 2016, it was reported that the patient continued with infection at the driveline exit site of the original pump. Cultures were positive for staphylococcus aureus and enterobacter cloacae. No further information was provided.

Manufacturer narrative:
The specific cause for the reported event could not be determined. The device was not returned for evaluation. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.